Event description:
The contact stated the customer tested his blood glucose using his contour meter and received a reading of 44 mg/dl. The customer then retested using his elite meter and received a reading that was almost 100 points higher. If the elite meter read 140 mg/dl, the difference between the readings would fall in the "c" range of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer was to call back to finish troubleshooting, so no product will be returned at this time.